Event description:
It was reported that the universal driver allegedly ran on its own during inspection. There was no associated procedure, no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Manufacturer evaluation confirmed the reported event of run-on and noted the potted trigger assembly was damaged. A damaged potted trigger assembly can cause or contribute to the device running on its own.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information will be submitted once the results analysis is complete.

Event description:
It was reported that the universal driver allegedly ran on its own during inspection. There was no associated procedure, no patient involvement and no adverse consequences associated with the device.